Manufacturer narrative:
The pump was received with act button unresponsive due to an unlocked lcd keypad connector. Unable to verify the compromised force sensor system alarm or perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the button keypad anomaly. The pump passed the stop current test. The pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out. Customer's blood glucose was unknown. Insulin pump will be replaced.